Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the superficial femoral artery. A 5.0 x200, 135cm charger balloon catheter was advanced for dilation. It was noted that the balloon was held at nominal atmospheres for one minute during inflation. However, after successful inflation, the balloon failed to deflate. The physician tried to use different syringes to draw out solution and were able to get down enough to pull it out of the sheath. The device was removed fully intact and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the superficial femoral artery. A 5.0 x200, 135cm charger balloon catheter was advanced for dilation. It was noted that the balloon was held at nominal atmospheres for one minute during inflation. However, after successful inflation, the balloon failed to deflate. The physician tried to use different syringes to draw out solution and were able to get down enough to pull it out of the sheath. The device was removed fully intact and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Corrected batch/lot number from 25954152 to 26054270. Device evaluated by MFR: a charger device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure using inflation media glycerol/water and no leaks were noted. A vacuum was then applied, and the balloon deflated fully in 54 seconds. The deflation time was verified using digital timer. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 52, 47, 46 seconds. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device.